Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the lead was placed, the lead's thresholds were too high. Additionally, it was noted that the helix of the lead could not be extended out. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.